Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: bus-2015-us-095116) on 29-oct-2015. The most recent information was received on 03-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), autoimmune disorder ("auto immune disorder"), psoriatic arthropathy ("psoriatic arthritis") and bipolar disorder ("bipolar disorder") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced headache ("headaches"), vaginal discharge ("vaginal discharge"), impaired gastric emptying ("gastroparesis") and abdominal pain ("abdominal pain"). In 2012, the patient experienced psoriasis ("psoriasis"). In 2015, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), fatigue ("fatigue,"), tachycardia ("tachycardia"), the first episode of abdominal distension ("bloating"), dyspepsia ("indigestion"), weight increased ("rapid weight gain"), hypertension ("high blood pressure"), glucose urine present ("glucose in my urine with normal blood glucose"), rash ("rash"), anxiety ("anxiety"), abdominal pain upper ("right upper quadrant pain"), the second episode of abdominal distension ("fullness"), inflammatory marker increased ("my inflammation markers are high and climbing"), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, psoriatic arthropathy, fatigue, tachycardia, dyspepsia, hypertension, glucose urine present, rash, anxiety, abdominal pain upper, the last episode of abdominal distension, inflammatory marker increased, vaginal haemorrhage, menorrhagia, psoriasis, headache, dysmenorrhoea, vaginal discharge and alopecia outcome was unknown and the bipolar disorder, weight increased, migraine, impaired gastric emptying and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, autoimmune disorder, bipolar disorder, dysmenorrhoea, dyspepsia, fatigue, glucose urine present, headache, hypertension, impaired gastric emptying, inflammatory marker increased, menorrhagia, migraine, pelvic pain, psoriasis, psoriatic arthropathy, rash, tachycardia, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received: the events abnormal vaginal bleeding, menorrhagia, bipolar disorder, psoriatic arthritis, psoriasis, headaches, dysmenorrhea, vaginal discharge, gastroparesis, abdominal pain, hair loss, ¿essure confirmation test(s) conducted, specify: no¿ were added. Concurrent condition, reporters, events outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-oct-2015. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), psoriatic arthropathy ('auto immune disorder:psoriatic arthritis'), bipolar disorder ('bipolar disorder'), deafness transitory ('lost hearing suddenly in on ear'), diabetes mellitus ('diabetic') and mastitis ('mastitis') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included pregnancy, menorrhagia and vaginal bleeding. Concurrent conditions included diabetes since 2015, asthma since 2006, gastroesophageal reflux disease since 2005, overweight, breast reduction and migraine headache. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue"), migraine ("migraines/neurological conditions or problems - type: migraine exacerbation"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), impaired gastric emptying ("gastroparesis/delayed gastric emptying") and abdominal pain ("abdominal pain\pain near gallbladder") and was found to have weight increased ("rapid weight gain?weight gain / loss (specify which one) gain"). In 2012, the patient experienced psoriasis ("psoriasis\scalp psoriasis"). In 2015, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), tachycardia ("tachycardia"), bloating ("bloating"), dyspepsia ("indigestion"), hypertension ("high blood pressure"), rash papular ("rash\bumps"), anxiety ("anxiety"), abdominal pain upper ("right upper quadrant pain\gastric pain"), fullness abdominal ("fullness"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), complication of device insertion ("complicating insertion by physician during procedure"), fallopian tube spasm ("spasm of fallopian tube"), urticaria ("welt"), deafness transitory (seriousness criterion medically significant), arthralgia ("joint pain"), skin disorder ("scalp issue"), gingival disorder ("gum issue"), alopecia areata ("bald spots"), peripheral swelling ("swollen finger for months then a toe"), joint stiffness ("joint were stiff"), plantar fasciitis ("plantar fasciitis"), scar ("scars have never healed under the breast"), diabetes mellitus (seriousness criterion medically significant), infected cyst ("grape sized lump along my jawline and in pubic area ended up as an infected cyst"), tendon pain ("tendon pain"), gastrooesophageal reflux disease ("gerd"), vitamin b12 deficiency ("b 12 deficiency"), constipation ("constipation"), diarrhoea ("diarrhoea"), flatulence ("gas"), mastitis (seriousness criterion medically significant), hepatomegaly ("enlarged liver"), feeling abnormal ("brain fog") and palpitations ("heart palpitations"), was found to have glucose urine present ("glucose in my urine with normal blood glucose"), inflammatory marker increased ("my inflammation markers are high and climbing") and hepatic enzyme increased ("enzymes went up") and underwent facial operation ("facial surgery"). The patient was treated with surgery (laparoscopy assisted hysterectomy and bilateral salpingectomy on (B)(6) 2016) and breast reduction. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, psoriatic arthropathy, tachycardia, dyspepsia, glucose urine present, rash papular, anxiety, abdominal pain upper, fullness abdominal, inflammatory marker increased, vaginal haemorrhage, menorrhagia, psoriasis, headache, dysmenorrhoea, vaginal discharge, alopecia, complication of device insertion, fallopian tube spasm, peripheral swelling, joint stiffness, plantar fasciitis, facial operation, tendon pain, constipation, mastitis, hepatomegaly, feeling abnormal and palpitations outcome was unknown, the bipolar disorder, bloating, weight increased, impaired gastric emptying, abdominal pain, urticaria, diabetes mellitus, gastrooesophageal reflux disease, diarrhoea and flatulence had resolved, the fatigue, hypertension, migraine, deafness transitory, arthralgia and hepatic enzyme increased was resolving and the skin disorder, gingival disorder, alopecia areata and scar had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, alopecia areata, anxiety, arthralgia, bipolar disorder, bloating, complication of device insertion, constipation, deafness transitory, diabetes mellitus, diarrhoea, dysmenorrhoea, dyspepsia, facial operation, fallopian tube spasm, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, gingival disorder, glucose urine present, headache, hepatic enzyme increased, hepatomegaly, hypertension, impaired gastric emptying, infected cyst, inflammatory marker increased, joint stiffness, mastitis, menorrhagia, migraine, palpitations, pelvic pain, peripheral swelling, plantar fasciitis, psoriasis, psoriatic arthropathy, rash papular, scar, skin disorder, tachycardia, tendon pain, urticaria, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency, weight increased and fullness abdominal to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media: urticarial, deafness, arthralgia, skin disorder, gingival disorder, alopecia areata, peripheral swelling, joint stiffness, plantar fasciitis, facial operation, mammoplasty, scars, diabetes mellitus, infected cyst, hepatic enzyme increased, constipation, diarrhea, brain fog, mastitis, liver enlargement, tendon pain, gastrooesophageal reflux disease, vitamin b12 deficiency, quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. New events were added: welts, lost hearing suddenly in on ear, joint pain, gum issue, bald spots, swollen finger for months then a toe, joint were stiff, plantar fasciitis, facial surgery, scars have never healed under the breast, diabetic, grape sized lump along my jawline/gotten them in pubic area, enzymes went up, tendon pain, gerd, b12 deficiency, constipation, diarrhea, flatulence, mastitis, brain fog, liver enlargement. Outcome of the events were updated from unknown to recovering: fatigue and high blood pressure, not recovered to recovering: migraines. Reporter information was added. Event auto immune disorder clubbed with psoriatic arthritis. Event rash updated to rash bumps. On (B)(6) 2019: fu 5 & 6 were processed together. Pfs received. Medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 11-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), autoimmune disorder ("auto immune disorder"), psoriatic arthropathy ("psoriatic arthritis") and bipolar disorder ("bipolar disorder") in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's past medical history included pregnancy. Concurrent conditions included overweight, asthma since 2006, diabetes since 2015, gastroesophageal reflux disease since 2005 and breast reduction. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue,"), weight increased ("rapid weight gain?weight gain / loss (specify which one) gain"), migraine ("migraines/neurological conditions or problems - type: migraine exacerbation"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), impaired gastric emptying ("gastroparesis") and abdominal pain ("abdominal pain"). In 2012, the patient experienced psoriasis ("psoriasis"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and psoriatic arthropathy (seriousness criterion medically significant). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), tachycardia ("tachycardia"), the first episode of abdominal distension ("bloating"), dyspepsia ("indigestion"), hypertension ("high blood pressure"), glucose urine present ("glucose in my urine with normal blood glucose"), rash ("rash"), anxiety ("anxiety"), abdominal pain upper ("right upper quadrant pain"), the second episode of abdominal distension ("fullness"), inflammatory marker increased ("my inflammation markers are high and climbing"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), complication of device insertion ("complicating insertion by physician during procedure") and fallopian tube spasm ("spasm of fallopian tube"). The patient was treated with surgery (removal of essure, hysterectomy and bilateral salphingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, psoriatic arthropathy, fatigue, tachycardia, dyspepsia, hypertension, glucose urine present, rash, anxiety, abdominal pain upper, the last episode of abdominal distension, inflammatory marker increased, vaginal haemorrhage, menorrhagia, psoriasis, headache, dysmenorrhoea, vaginal discharge, alopecia, complication of device insertion and fallopian tube spasm outcome was unknown, the bipolar disorder, weight increased, impaired gastric emptying and abdominal pain had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, autoimmune disorder, bipolar disorder, complication of device insertion, dysmenorrhoea, dyspepsia, fatigue, glucose urine present, headache, hypertension, impaired gastric emptying, inflammatory marker increased, menorrhagia, migraine, pelvic pain, psoriasis, psoriatic arthropathy, rash, tachycardia, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received: reporter information added. Events: procedural complication and spasm of fallopian tube were added. Event onset date updated. Concomitant and historical condition added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on 29-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), sudden hearing loss ('lost hearing suddenly in on ear'), diabetes mellitus ('diabetic') and mastitis ('mastitis') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included pregnancy, menorrhagia and vaginal bleeding. Concurrent conditions included diabetes since 2015, asthma since 2006, gastroesophageal reflux disease since 2005, overweight, breast reduction and migraine headache. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue"), migraine ("migraines/neurological conditions or problems - type: migraine exacerbation"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), impaired gastric emptying ("gastroparesis/delayed gastric emptying") and hypochondrium pain right ("abdominal pain\pain near gallbladder") and was found to have weight increased ("rapid weight gain?weight gain / loss (specify which one) gain"). In 2012, the patient experienced psoriasis ("psoriasis\scalp psoriasis"). In 2015, the patient experienced psoriatic arthropathy ("auto immune disorder:psoriatic arthritis"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), tachycardia ("tachycardia"), bloating ("bloating"), dyspepsia ("indigestion"), hypertension ("high blood pressure"), rash papular ("rash\bumps"), anxiety ("anxiety"), right upper quadrant pain ("right upper quadrant pain\gastric pain"), fullness abdominal ("fullness"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), complication of device insertion ("complicating insertion by physician during procedure"), fallopian tube spasm ("spasm of fallopian tube"), urticaria ("welt"), sudden hearing loss (seriousness criterion medically significant), arthralgia ("joint pain"), skin disorder ("scalp issue"), gingival disorder ("gum issue"), alopecia areata ("bald spots"), peripheral swelling ("swollen finger for months then a toe"), joint stiffness ("joint were stiff"), plantar fasciitis ("plantar fasciitis"), scar ("scars have never healed under the breast"), diabetes mellitus (seriousness criterion medically significant), infected cyst ("grape sized lump along my jawline and in pubic area ended up as an infected cyst"), tendon pain ("tendon pain"), gastrooesophageal reflux disease ("gerd"), vitamin b12 deficiency ("b 12 deficiency"), constipation ("constipation"), diarrhoea ("diarrhoea"), flatulence ("gas"), mastitis (seriousness criterion medically significant), hepatomegaly ("enlarged liver"), feeling abnormal ("brain fog"), palpitations ("heart palpitations") and dyspnoea ("chronic shortness of breath"), was found to have glucose urine present ("glucose in my urine with normal blood glucose"), inflammatory marker increased ("my inflammation markers are high and climbing") and hepatic enzyme increased ("enzymes went up") and underwent facial operation ("facial surgery"). The patient was treated with surgery (laparoscopy asssisted hysterectomy and bilateral salphingectomy on (B)(6) 2016) and breast reduction. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, psoriatic arthropathy, tachycardia, dyspepsia, glucose urine present, rash papular, anxiety, fullness abdominal, inflammatory marker increased, vaginal haemorrhage, menorrhagia, psoriasis, headache, dysmenorrhoea, vaginal discharge, alopecia, complication of device insertion, fallopian tube spasm, peripheral swelling, joint stiffness, plantar fasciitis, facial operation, tendon pain, constipation, mastitis, hepatomegaly, feeling abnormal, palpitations and dyspnoea outcome was unknown, the bipolar disorder, bloating, weight increased, right upper quadrant pain, impaired gastric emptying, hypochondrium pain right, urticaria, diabetes mellitus, gastrooesophageal reflux disease, diarrhoea and flatulence had resolved, the fatigue, hypertension, migraine, sudden hearing loss, arthralgia and hepatic enzyme increased was resolving and the skin disorder, gingival disorder, alopecia areata and scar had not resolved. The reporter considered alopecia, alopecia areata, anxiety, arthralgia, bipolar disorder, bloating, complication of device insertion, constipation, diabetes mellitus, diarrhoea, dysmenorrhoea, dyspepsia, dyspnoea, facial operation, fallopian tube spasm, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, gingival disorder, glucose urine present, headache, hepatic enzyme increased, hepatomegaly, hypertension, hypochondrium pain right, impaired gastric emptying, infected cyst, inflammatory marker increased, joint stiffness, mastitis, menorrhagia, migraine, palpitations, pelvic pain, peripheral swelling, plantar fasciitis, psoriasis, psoriatic arthropathy, rash papular, scar, skin disorder, sudden hearing loss, tachycardia, tendon pain, urticaria, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency, weight increased, fullness abdominal and right upper quadrant pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media: urticarial, deafness, arthralgia, skin disorder, gingival disorder, alopecia areata, peripheral swelling, joint stiffness, plantar fasciitis, facial operation, mammoplasty, scars, diabetes mellitus, infected cyst, hepatic enzyme increased, constipation, diarrhea, brain fog, mastitis, liver enlargement, tendon pain, gastrooesophageal reflux disease, vitamin b12 deficiency. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: outcome for event "right upper quadrant pain\gastric pain" updated to 'recovered/resolved', new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 29-oct-2015. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("auto immune disorder") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue,"), tachycardia ("tachycardia"), the first episode of abdominal distension ("bloating"), dyspepsia ("indigestion"), weight increased ("rapid weight gain"), hypertension ("high blood pressure"), glucose urine present ("glucose in my urine with normal blood glucose"), rash ("rash"), anxiety ("anxiety"), abdominal pain upper ("right upper quadrant pain"), the second episode of abdominal distension ("fullness"), inflammatory marker increased ("my inflammation markers are high and climbing") and migraine ("migraines"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, tachycardia, dyspepsia, weight increased, hypertension, glucose urine present, rash, anxiety, abdominal pain upper, the last episode of abdominal distension, inflammatory marker increased and migraine outcome was unknown. The reporter considered abdominal pain upper, anxiety, autoimmune disorder, dyspepsia, fatigue, glucose urine present, hypertension, inflammatory marker increased, migraine, pelvic pain, rash, tachycardia, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2017: summons received- case become potentially legal, reporter information was added. Product start date and stop date was updated. Events migraines, pelvic pain were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.